Event description:
It was reported that the ventilator was making an unusual loud noise while it was connected to a patient. The nurse noticed that the patient was desaturating and blood pressure had dropped. The fio2 was reading low, 24%. The nurse bagged the patient and the ventilator was replaced. (B)(4).

Manufacturer narrative:
(B)(4).